Manufacturer narrative:
Customer service sent replacement tubing to customer and provided the customer with instructions for tubing use/care/maintenance. In follow up with the customer by complaint handling on (B)(6) 2017, the customer indicated that she was diagnosed with mastitis on (B)(6) 2017, at which time she was prescribed an antibiotic. She indicated that she had been pumping for 3 weeks and her nipples were sore and bleeding to the point where her milk has been turning red. The customer was referred to a medela clinician. In follow up with medela clinical personnel on (B)(6) 2017 via email, the customer indicated that the replacement tubing was working fine but her nipples were sore and blistered again and she was on a second round of antibiotics. She also indicated that she was supplementing with pumped milk due to an issue her baby was having regarding latching. The medela clinician suggested that the customer use a hospital-grade breast pump and provided her with instruction regarding breast shield sizing and setting appropriate pump pressure and recommended that she consult a lactation consultant regarding her baby's latch issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the tubing for her pump in style breast pump looked cloudy with white spots in it. She also stated that she has had two bouts of mastitis in the past and both occurrences were treated with antibiotics.

Manufacturer narrative:
In follow up with a medela clinician on "7/10/31," the customer stated that her mastitis was resolved.